Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Patient reported capsular contracture, seroma, respiratory difficulties, concentration difficulties, numbness in the entire left arm, numbness in the left half of the face, swallowing difficulties, brain fog, forgetfulness, tiredness and neck tensions. Left side. Device explanted.